Event description:
The customer contact reported a crack in the semi-rigid adapter of the clave secondary port. The primary tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, the nurse connected an unspecified secondary tubing set to the clave secondary port on the cassette of the tubing set for the piggyback delivery of an unspecified solution. At this time, the customer contact reported that the semi-rigid adapter of the clave secondary port on the cassette of the primary tubing set cracked. Although there was potential for a leak, no leakage was reported. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.